Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12285. It was reported the patient was not receiving pain relief from her scs system. The patient also experiences stiffness from her ankle to her toes. The patient has not used or charged her system for over a year and lost the charger and programmer. Functionality of the ipg could not be verified. The patient has scheduled an appointment with her physician to discuss surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.